Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was interrogated during a post-implant check-up in clinic. The device displayed strange square characters during the interrogation process. The device was recommended to be reprogrammed. The device returned to normal function and the patient was stable.